Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple, intermittent inaccurate fill estimates were received after loading the cartridge onto the pump. On two events, the fill estimates became correct later on during the use of the cartridge. In the third event, the customer performed a cartridge change to resolve the issue. Blood glucose level was not impacted.